Event description:
The initial reporter received a questionable elecsys ft4 iii result for one patient sample with a cobas 6000 e 601 module. The reporter provided the following example of questionable results for one patient sample: the initial result was 100 pmol/l. The repeated result on a different e601 was 22.97 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer replaced several tubing and the sipper nozzle. The investigation determined the service actions resolved the issue.